Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely image issue occurred due to a broken charge coupled device unit. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. In addition, the following non-reportable malfunction was found during device evaluation: e311 occurred. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope, the image became discolored, due to a damaged charged coupled device (ccd), during an unknown diagnostic procedure. The procedure was completed using a similar device.